Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Further information about the reported issue has been requested but not provided. Not enough information was provided to perform an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with unexpected outcome in the unknown eye during intra ocular lens implantation. Surgeon had an issue with digital marker microscope was not showed correct implantation axis during surgery and implanted the lens on axis viewed with digital marker microscope. The patient had to be brought back to the operating room for intra ocular lens rotation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).